Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional via health authority reported that issue was found during cataract with intraocular lens implant that the fragmented fragments could not be suctioned, and the anterior chamber was heavily cloudy, resulting in unclear visibility of the intraocular structure. After replacing irrigation or aspiration, suction was also not possible. Immediately stopped the surgery, shut down, restarted the system, retest, and it showed cassette tubing was blocked and could not pass. After replacing with a new cassette, the test passed and the surgery proceeded smoothly. The patient's corneal endothelium showed mild edema and opacity, and the patient was not very satisfied with his vision. The surgeon explained the situation and the patient accepted.